Event description:
It was reported that a user experienced a scan failure when attempting to pair a new freestyle libre 3 plus sensor with the insulin pump, after which the user was guided to rescan and confirmed a warmup period on the pump with expectation of sensor readings after completion. No adverse clinical symptoms reported. Outcomes included no clinical impact, no alerts or alarms, and no hospitalization. User support included troubleshooting and education by customer support to complete the pairing process and confirm the sensor warmup. Investigation of this case revealed that the device functioned as designed after rescan, with no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that user interaction during initial pairing was the most likely cause.